Event description:
It was reported that a homechoice cassette had a connection issue; further described as patient line would not disconnect from the dark blue portion of the transfer set. This occurred while disconnecting from peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the cassette patient connector (only) was received for evaluation attached to the female connector of the transfer set. A visual inspection with the naked eye did not reveal any issues. The patient connector was connected and disconnected by hand with no issues noted. The reported condition of connection issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.